Event description:
It was reported to philips that the system's x-ray images were unusable due to image artifacts. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the cardiac chambers procedure was performed when the issue happened, and the procedure was delayed, and it was completed by using another system. The field service engineer (fse) visited onsite and checked and found low disk space. Fse checked error logs and noticed the system hadn't rebooted in three days, as required daily. Fse recommended to reboot the system daily to clear temp allocations. The issue reoccurred after a few days. To resolve the problem on another case, fse replaced the hard drive. After repairs were completed, the system was returned to use in good working. The codes were updated based on the investigation outcome.